Event description:
The affiliate reported the customer alleged false positive rubella immunoglobulin m (igm) results, for multiple patients on different days, involving access 2 immunoassay system. Patient results were positive or equivocal on the access 2 instrument and were negative or equivocal on multiple alternate methodologies. The erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. Review of the customer-supplied data indicates the physician included patient results from (B)(6) 2012.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer stated quality control (qc) was within the customer's established ranges at the time of the event. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2012-01629, 2122870-2012-01615, 2122870-2012-01616, 2122870-2012-01617, 2122870-2012-01618, 2122870-2012-01619, 2122870-2012-01620, 2122870-2012-01621, 2122870-2012-01622, 2122870-2012-01623, 2122870-2012-01624, 2122870-2012-01625, 2122870-2012-01626, 2122870-2012-01627, 2122870-2012-01628.